Event description:
Customer reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump, failed to properly cycle the cartridge, and was using cold insulin. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days and insulin should be at room temperature before filling a cartridge per user guide, and educated the customer to properly cycle the cartridge before use. Customer resolved issue by changing the infusion set and cartridge and resumed insulin.